Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported green screen, cannot perform white balance during service maintenance involving an olympus laparoscope. There was no patient injury reported.